Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 2 bd vacutainer® serum blood collection tubes "condensation" was discovered in the tube. The following information was provided by the initial reporter: customer stated tubes seem to have condensation within (dried up water marks). Dentist is concerned about contamination.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with 2 bd vacutainer® serum blood collection tubes "condensation" was discovered in the tube. The following information was provided by the initial reporter: customer stated tubes seem to have condensation within (dried up water marks). Dentist is concerned about contamination.